Event description:
It has been reported that the physician implanted the device in 2009, utilizing pds-sutures. Ten days post-procedure, the pt heard a snap in the area of implantation. On eleven days later, the pt returned to the physician's office where it was discovered that the device had broken into two pieces. The physician removed the broken device and implanted a replacement. The lot # of the device could not be retrieved from the physician.

Manufacturer narrative:
The explanted device will not be returned to the MFR, therefore, a physical investigation to determine failure mode could not be performed. There is a low occurrence rate device breakage related to this device. If additional info becomes available, it will be submitted in a supplemental report.